Event description:
The pt reported pain at the pocket and lead locations. During a lead revision, it was noticed that the left port of the implant was filled with blood. The dr decided to replace the implant with a new advanced bionics spiinal cord stimulator. Pt is now receiving adequate therapy.